Event description:
Customer alleged new unit's battery charger was getting extremely hot to the touch when charging. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model xpo100b, serial number (B)(4) is approximately 1 month old. The owner's manual part number 1148112 rev d (dec-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6) . The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called and stated that the battery charger for the xpo100b concentrator is allegedly getting extremely hot to the touch. An RMA has been issued and the unit is to be returned to invacare for an inspection and evaluation. No injury.